Event description:
The customer reports: the dilator sheath was inserted into patient. The catheter was inserted through dilator sheath. When PICC nurse tried to peel sheath away, one of the wings snapped off. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for lot 17c18d0085 to address the issue regarding the peel-away sheath tearing incorrectly. Although the reported defects are similar, complaint investigation could not adequately be performed as the sample was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the dilator sheath was inserted into patient. The catheter was inserted through dilator sheath. When PICC nurse tried to peel sheath away, one of the wings snapped off. The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.